Event description:
It was reported, that this ra lead displayed cross chamber oversensing. Which resulted in a short atrial tachycardia episode. The plan was to either extend the blanking period or decrease the sensitivity. The patient will then be monitored. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).